Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay-user/rptr contacted lifescan alleging that a one touch ultra meter would not power on. During the time of concern, the pt was living in a group-home. As a result, the rptr was only able to provide limited info since she was not living with the pt. The pt tests his blood glucose twice a day. The rptr claimed that the meter was not powering on and as a result he was hospitalized for 6 weeks. The rptr did not know what actual blood glucose readings were obtained by the hospital but she did mention that his blood glucose was high. The rptr stated that because of the meter issue, his "blood sugar was high and nobody knew it." She was also unaware if the pt had symptoms of high/low blood glucose. The rptr also mentioned that the pt rec'd insulin treatment. No further clinical info was provided. It would have been helpful to know the following info: when the meter issue started, how long the pt was unable to test for, if he was able to test with another meter during the time of concern, if he had any symptoms, when the symptoms started, his medication or diabetes management regimens, and if he made any changes to the regimens because of the meter issue. In addition it would have been helpful to know why the pt was hospitalized, what blood glucose results the hospital obtained, what other health conditions he has, and what his normal/expected blood glucose levels are. During troubleshooting with the customer care advocate (cca), the rptr was able to turn the meter on. The cca walked the rptr through the meter's settings. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the rptr alleged that the pt was hospitalized because of the meter issue. There is insufficient info to determine how long the pt was unable to test his blood glucose because of the meter issue. The phone # the rptr had provided was disconnected; so, the mas was unable to obtain add'l info to clarify the info she had initially provided to the cca.